Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was still able to charge their device and use stimulation. It was unknown if the issue was resolved as the patient was to decide if they wanted a pocket re vision. The manufacturer representative was to follow up with the patient as necessary. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a pocket revision. Patient's ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery and spinal pain. It was reported that the patients battery had moved in the pocket. The patient stated that she had lost approximately 15 pounds. The a patient was still able to charge their battery with good coupling. They are unsure if they want a pocket revision as this time. No patient symptoms were reported. No further complications were reported as a result of this event.